Event description:
Caller states the patient tested 2.3 inr on the coaguchek xs system and 1.8 inr on the coaguchek s system during duplicate testing. No treatment information provided. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch is for the suspect device in the coaguchek s system. Reference medwatch with a1 patient for suspect device in the coaguchek xs system.